Event description:
It was reported that the lead was electively explanted. Subsequent to the procedure, the patient developed a subclavian vein thrombosis possibly secondary to lead extraction. The patient was observed overnight, had no complications, and was released. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, the distal conductor was cut, the distal conductor was stretched, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was cut, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed.